Event description:
It was reported that the customer received multiple motor error alarms during bolus delivery. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that he may have been viewing glucose graphs when the alarm occurred. Explained that a false motor error alarm may have occurred if the customer was viewing the sensor glucose graph while delivering a bolus. Advised the insulin pump needed to be replaced. The customer declined a replacement insulin pump. The customer mentioned having differences between the sensor glucose and blood glucose readings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.